Event description:
It was reported that the cassette was intermittently registering. There was unknown patient involvement and unknown patient harm reported.

Manufacturer narrative:
H3: the device was received for evaluation and functional testing confirmed the complaint that the cassette was intermittently registering. The probable cause of the reported issue was determined to be a faulty dso sensor. No repair activities were performed as the device was at end of support.